Event description:
It was reported that the user experienced multiple hypoglycemic events while using the ilet, and the healthcare team advised discontinuation due to concerns that the pump delivered too much insulin; internal review of usage data indicated fewer-than-usual meal announcements, which can result in excess insulin relative to food intake. Symptoms included hypoglycemia. Outcomes included a hospitalization. Investigation included review of device-reported usage data and coordination with clinical support. Investigation of this case revealed user-related under-reporting of meals contributing to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements was the most probable cause.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.